Event description:
There was an allegation of a discrepant high sodium electrode result for 1 patient sample on a cobas pro ise analytical unit. The initial result was 147 mmol/l. The result was accompanied by a delta check flag, which prompted the customer to repeat the sample. The repeat result was 141 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
The sodium electrode lot number is gav82 and the expiration date is 13-jan-2027. The qc recovery data provided was within specification. The field service engineer (fse) replaced the sample probe and the customer performed calibration and qc successfully. The investigation is ongoing.